Event description:
It was reported that during a laparoscopic colon resection, there was an incomplete staple line. The surgeon noticed the device had not placed staples in the colon. The pt had to have an abdominal incision to complete the procedure. The procedure was completed using sutures.